Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) experienced internal hemorrhage during the scs implant procedure (confirmed via CT scan). The patient was taken to ICU and reportedly, is in stable condition. The physician believed the internal hemorrhage was due to high blood pressure and was not product related. Device information is unknown at this time.